Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured before UDI requirements. The device was returned to zoll medical corporation for evaluation. The customer's report was not replicated or confirmed. The device was put through extensive testing including bench handling, power cycling, and ECG monitoring stress testing using the returned onestep multifunction cable without duplicating the report. An internal inspection of the device found no discrepancies. Review of the device log found no evidence of the report. The device was recertified and returned to the customer. No emerging trend based on similar reports